Event description:
It was reported that an 8 inch anti-reflux y-set y-site cracked and leaked during patient infusion. There was no adverse event or medical intervention associated with this event. No additional relevant information is available at this time. This is report 3 of 3 associated with this patient.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the sample was not returned, a device analysis cannot be completed. (B)(4).